Event description:
A malfunction with code malf 12 was reported by the customer, with at least three occurrences noted for the same issue on the pump. There was no adverse impact to the customer's blood glucose level. Corrective actions included the decision by technical support to replace the pump, which is still under warranty. The customer will use multiple daily injections (mdi) as a backup therapy and was instructed on how to place the pump in storage mode before returning it to tandem using a pre-paid label within 10 days.